Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that it only took six units of insulin to prime 46 inch tubing. The user was unsure whether the tubing was prematurely filled during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/31/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: a review of the pump¿s black box history showed that the data from the date of the event had been overwritten due to continued use of the pump. The current black box history showed no evidence of a load step malfunction occurring. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The force sensor calibration reading was found to be within the required specifications. The complaint that the pump prematurely filled the tubing during the load step was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.